Event description:
Procedure: sigmoidectomy. According to the reporter: the loading units only fired 15mm. The connection between instrument and dlu was not proper. The procedure was completed with other devices and surgery time was extended by one hour.